Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely that humidity invaded the light guide lens which led to corrosion and dirty material in the lens. Furthermore, it¿s likely that physical stress was applied to distal end and/or the light guide lens glue peeled off by chemical stress. The final root cause of the dirty light guide lens was unable to be identified. The suggested event is detectable by handling the scope in accordance with the following sections of the instructions for use: -chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Event description:
Hold for kh 12/05 the customer reported to olympus, the duodenovideoscope guide wire did not move smoothly. The issue was found during preparation for use for an unspecified diagnostic procedure that was completed using a similar device. The device was inspected before use and there was no injury to the patient. There was no delay in the procedure. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, it was found that light guide lens inside was dirty. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that angulation in the up direction was out of standards due to the worn angle-wire; connecting tube was corrugated; scope cover, light guide lens inside were discolored; electrical connector was corroded; gap on upward/downward angulation control knob was out of standards due to the worn angle-wire; waterproof failed due to the pinhole at connecting tube and due to the broken channel pipe, there was gap on forceps lever due to the worn knob wire; nozzle was dented; charged coupled device lens was broken. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.